Event description:
It was reported that during an axillary node dissection, the surgeon was trying to clip the axillary vein when the vessel became sheared; he tried to do it two times and it happened both times. A competitor's device was used to control the bleeding. There was minimal bleeding that did not require a blood transfusion. The procedure was prolonged by an unknown amount of time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device cannot be located at account the complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.